Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the heartmate ii pump, was returned assembled with the percutaneous lead (lead) cut approximately 1¿ from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. The examination of the pump¿s blood contacting surfaces prior to and post disassembly revealed no evidence of depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the lead extending from the pump housing was tested for continuity and all wires were found to be electrically intact. The specific location of the open circuit condition of the yellow and black wires of the lead was unable to be identified as only 1¿ of the lead was returned for evaluation. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there are two possible spots of concern with the percutaneous lead (lead); one is located where the lead leaves the pump and the second one is where the bend relief at the external portion. Five days later, the lead was evaluated by the MFR and the black and yellow wires in phase 1 and 2 of the lead were open. In an attempt to possibly visualize the broken wires, a section of their while outer jacket and clear bionate jacket were dissected. The MFR was unable to verify the location of the open wires, but did note what appeared to be dry bodily material underneath the white outer jacket. A decision was made to not proceed with a repair of the lead. A modified cable was requested and shipped. Eight days later, the pt underwent a pump exchange from one lvad to another lvad.